Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na), ise potassium (k) and ise chloride (cl) on 17 patient samples. Of the 17, it was determined that 13 samples had erroneous na results that had been reported outside of the laboratory. The customer indicated the issue began on (B)(6) 2014, when four samples were held in the host for data flags. The samples were pulled and rerun on their cobas c311 (c311) and were different. The customer recalibrated, reran qc and repeated the four samples on the c501 and the results matched the c311. The customer noted the instrument was calibrated at 03:40 on (B)(6) 2014. The customer realized the calibration set points were changed when the last calibrator lot was loaded about a month ago. The customer changed the set points back to what they were supposed to be and recalibrated at 03:48. After the 4 samples were held in the host, the customer decided to recalibrate at 07:28. The customer indicated all of the erroneous results were generated after the calibration at 03:48. All samples that were run between the 03:48 calibration and the 07:28 calibration were pulled and repeated. The customer could not verify what the previous set points had been and what the current set points are. All results are in the format of initial/ repeat and are in mmol/l. Patient 1: na: 127/ 136; patient 2: (B)(6), male: na 129/ 136; patient 3: (B)(6), male: na 133/ 141; patient 4: (B)(6), female: na 128/ 138; patient 5: (B)(6), female: na 134/ 142; patient 6: (B)(6), male: na 130/ 138; patient 7: (B)(6), male: na 132/ 140; patient 8: (B)(6), female: na 127/ 137; patient 9: (B)(6), male: na 131/ 141; patient 10: (B)(6), male: na 121/ 129; patient 11: (B)(6), female: na 133/ 144; patient 12: (B)(6), female: na 130/ 139; patient 13: (B)(6), female: na 127/ 134. All of the initial results were reported outside of the laboratory. The customer deemed the repeat result to be the correct result. There was no adverse event. The customer indicated that since the calibration at 07:28, they had not had any more erroneous results. The lot number and expiration date for the na electrode in use was requested, but was not provided by the customer. The field service representative found there was contamination of the nozzle tip. The nozzle tip was primed and suspected blockage (clot) was removed from the system. The customer performed calibration and qc, the results of which were within the customer's specification. A precision study was also performed.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted that there were differences in the ise calibration values that showed there were problems with the handling of the standards. It was also noted that the findings of the field service representative could not been seen as the root cause of the reported issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.